Event description:
On (B)(6) 2009, the pt reported that, while trying to change her insulin cartridge, she forgot to remove the cartridge from her infusion device before returning the piston rod. She said the piston rod is now making a "strange noise," will only move halfway down the cartridge chamber, and her device is displaying an e10 (cartridge error). She stated the device has never been dropped or had insulin spilled into the chamber and the plunger is not stuck on the piston rod. To troubleshoot, the pt was instructed to try to complete the change the cartridge procedure but the piston rod would not go all the way down the chamber and an e10 was displayed. A new battery was inserted but the pt received the same results and the piston rod made a strange noise. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.